Event description:
Customer received result of 300 mg/dl on the mobile system and a result of 140 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (b()6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491497 , expiration date 12/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.